Event description:
A dialysis facility reported that the venous line accidentally separated from the pt's internal jugular catheter during a hemodialysis treatment, resulting in blood loss. There was reportedly no machine alarm. Estimated blood loss was 1,500 ml. The pt was admitted to the hosp and was transfused with two units of blood.